Manufacturer narrative:
Device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. The mayfield modified skull clamp (a1059) was returned for evaluation: failure analysis: the unit was received with the lock having both rotational and lateral movement and a residue buildup was present. Upon disassembly, it was noted that the index knob and the lock will need new components added to replace worn internal parts. Unit needs to be machined to have heli-coils added to the large starburst threads, and the set screw in the swivel base was tight. To resolve all issues, general maintenance and cleaning, replacement of worn parts and machining of the unit to add helicoils to the large starburst threads has been performed. Root cause: complaint was confirmed via inspection of the unit. The index knob lock was loose. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A facility reported that the locking mechanism on the mayfield modified skull clamp (a1059) is unstable. It is unknown if there was patient involvement; however no patient injury or surgical delay has been reported.